Manufacturer narrative:
Visual evaluation of the complaint device was performed and there were no issues noted. A functional test was performed and found that the gauge needle was able to maintain pressure at 10atm for 30 seconds, and no leaks were noted. The extension tube was able to be successfully detached and reattached and there was no issues noted to the luer. It is also probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. However, this failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during dilatation of the duodenum performed on (B)(6) 2015. According to the complainant, during the procedure, a cre wireguided balloon was inflated using the alliance inflation syringe. The physician noticed under the angiography that the balloon was expanding, yet the gauge of the manometer on the syringe increased and immediately decreased to 0 atm . Though the balloon was able to be successfully inflated and deflated, the gauge continued to read inaccurately. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during dilatation of the duodenum performed on (B)(6) 2015. According to the complainant, during the procedure, a cre wireguided balloon was inflated using the alliance inflation syringe. The physician noticed under the angiography that the balloon was expanding, yet the gauge of the manometer on the syringe increased and immediately decreased to 0 atm. Though the balloon was able to be successfully inflated and deflated, the gauge continued to read inaccurately. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be good.